Event description:
Additional information received indicates that the implantable cardioverter defibrillator (ICD) was reconnected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.